Manufacturer narrative:
B3: estimated date.

Event description:
According to the available information, one piece of the products contained in the box, arrived without label on the inner pouch.

Manufacturer narrative:
B3: estimated date. After receiving this complaint, we searched for other complaints and we didn't find any other complaint regarding the lot number 9445350. With the photo available in the complaint, we can see that the label is missing on the inner pouch. This is an operator mistake. A resensitization was done with operators to avoid this issue occurring again. A risk management file evaluation was performed. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. A similar case study was performed based on same item number and same defect "label missing", over last four years: no similar case was found.